Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-mar-2028, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 26-mar-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) and an implantable n eurostimulator 977006 ng pain pc vanta experienced a fall approximately one month prior to the event. X-rays completed demonstrated lead rips at the t7/t8 location. High impedance was identified at contact 8, 21104, which was not observed on the day of surgery. The patient continued to report 50% pain relief, consistent with previous reports post-trial and one year prior. Troubleshooting was performed by reprogramming group a, program 1 to avoid the affected contact. The issue is ongoing and no replacement products were required. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260; serial# (B)(6); implanted: (B)(6) 2024. Product type: lead product ID 977a260; serial# (B)(6); implanted: (B)(6) 2024. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep clarified that there was a typo in the original report: it should has said ¿lead tips¿, not lead rips.